Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have damage of the conductor wire. Failure analysis found that the conductor wire insulation retracting from the yaw pulley, leaving wires exposed. The instrument passed the electrical continuity test. The conductor wire was not fully broken. Root cause of the failure mode instrument conductor wire - bipolar; insulation retracted are attributed to a component failure. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The instrument passes the electrical continuity test to both grips, indicating no break of the conductor wires. The insulation on one of the conductor wires had retracted proximally, exposing the internal wires. The instrument was analyzed by the design engineering team. The instrument did not have a broken grip cable. The instrument was disassembled and the conductor wires were no found to be kinked or damaged within the main tube. No findings that would contribute to the retracted insulation were identified. The root cause of insulation retraction is currently attributed to the component's susceptibility to damage.